Event description:
Additional information was received from the patient reports ongoing discomfort at the generator site since receiving a spinal cord stimulator implant by dr. (B)(6). Despite reassurance from the pa during a post-op visit, the patient continues to experience a stinging sensation and notes increased pain and warmth at the implant site during charging, which can take several hours. Although the generator has been reprogrammed previously by medtronic representative amirosa, the symptoms persist. The patient also experienced a sudden, strong stimulation in the left leg and back, which resolved after turning off the device overnight. Since then, the left-sided symptoms have not recurred, but the stinging and heating at the generator site continue. The patient maintains a stable weight of 146 lbs and has a follow-up appointment with dr. (B)(6) in (B)(6) on (B)(6) 2025, including a meeting with a medtronic representative to reassess and potentially reprogram the device.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began probably over a month ago. Patient stated they had a hard time getting the implant to charge and the implant would stay on 70% and 30% for 2 hours. Agent understood this as implant was stuck at 30%. Patient also stated the other day the implant drained completely and they charged the implant back on. Patient would get an interrupted charge message when charging the implant. During the call patient denied damages on the recharger and controller charging port. Patient reset the controller and plugged the recharger. Patient got 92/92/92 on passive recharge. Patient got 60% and 40% and was at excellent but then they got finished. Patient was charging at excellent again. Patient then mentioned they also noticed the implant area would get very hot and when they would charge there was a little electrical current. The electrical current shifted all over to the left side instead of the right side. Now the patient's stimulation was back on their right side. Agent redirected patient to their hcp to address the issue. While patient was resetting the controller during the call they asked the agent if the prongs were supposed to stick out. Patient could not put the back cover back in the controller. Agent sent request to repair to replace the back cover.

Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# na, serial# (B)(6), product type: programmer, patient. Product ID: neu_unknown, serial# unknown, product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.